Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt said their implantable neurostimulator (ins) was not charging. When pt would charge their ins the screen would go black so they would have to reset the controller to work again but it would only work for a little bit. When recharging the ins pt got a message that said call medtronic m something with a 6. The ins could hardly charge to 100% and it took hours. Sometimes the ins was only able to recharge to 30%. Since the ins was not charging all the way the ins was then not holding a charge and they had to charge it every other day or every 3rd day. Pt said it had not been charging right for a good couple months. During call pt verified no damage to the recharger telemetry module (rtm) or to the controller charging port. The issue was not resolved. A request was sent to the repair department to replace the rtm. It was reported that their neural stimulator is not charging that the external battery keeps dying. They took the battery out and replaced it but it still shuts down. No symptoms were reported.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient that device wouldn¿t hold a charge, charger kept shutting off - took a long time to find unit. So, replaced the cord that goes to the implant. The patient confirmed yes, gets a charge immediately.